Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the complaint of unresponsive keypad buttons was not duplicated; all of the keypad buttons were functional. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and contrast key contacts. The pump was opened and moisture corrosion was observed on the printed circuit board under the display. There was no visible moisture or corrosion in the battery compartment, the display lens, or on the battery cap. Unrelated to the complaint, a review of the black box showed a load step malfunction and loss of prime with zero force had occurred. The pump performed the rewind, load, and prime successfully during testing with no loss of prime. The force sensor calibration was found to be within specifications. The pump was removed from the case and the force sensor flex connector was found to be corroded. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked and the battery cap had stripped threads. A test cap was used to complete testing; the cap was able to be fully tightened. During testing, the pump failed a leak test due to the battery compartment crack and a pump case crack. Pump case was cracked in the upper right corner between the lens and case seal. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient reported that when she got home from the beach and took pump out of purse none of the buttons worked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.